Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide cath: 7fr; guide wire: floppy. The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effect of perforation, as listed in the multi-link mini vision coronary stent system instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The graftmaster is being filed under a separate medwatch report.

Event description:
It was reported that during a procedure of the heavily calcified, non-tortuous, circumflex artery using a 7 fr guide catheter, predilatation with a 2.0 x 12 mm unspecified balloon dilatation catheter was completed and the 2.75 x 12 mm vision stent was deployed; however, a vessel perforation proximal to the stent was noted. A 2.80 x 19 mm graftmaster covered stent was attempted, but could not cross the vessel and was removed from the anatomy. Additional 2.0 x 12 mm unspecified balloon dilatation of the vessel was performed and the same 2.80 x 19 mm graftmaster was again attempted, but could not be advanced in the heavily calcified vessel. Additional guide catheter support was desired and both the guide catheter and unspecified floppy guide wire were removed without issue. The vessel was re-accessed with a different guide catheter and guide wire; it was noted that the same graftmaster prior to use again in the anatomy, had a dislodged stent that was not on the balloon. The stent implant was not located in the coronary vessel nor outside the anatomy. The exact location was not determined. The procedure was completed using two 3.5 x 19 mm graftmaster stents at 16 atmosphere, due to the length of the perforation, with a satisfactory result. The patient was relocated to ICU in stable condition. No additional intervention was completed related to the perforation. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.